Event description:
It was reported that during a laparoscopic colectomy, the device fired but only about 60mm of the 80mm was cut and there was a remaining cut when the common opening was closed at the 4th firing of external reconstruction feea. The staples were not deployed. The cartridge color was blue. Another device was used to complete the case. The sales rep watched the doctor's hands and it seemed like the doctor kept the firing knob pushed out until the end. The device could be fired without any problems at the 1st firing to the 3rd firing. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #215d70. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage, and with a glcr80b present. The reload had 28 proximal double drivers up without staples, and the remaining drivers down with staples present. The returned reloads had the swing tab in the locked position. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reload was reset and the device was tested for functionality and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line on the reload was complete and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 215d70, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.